Event description:
The customer reported that an 840 ventilator is constantly alarmed low spontaneous tidal volume while on pt on assit control mode. The pt was removed from the ventilator and was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).